Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. After battery installation, unexpected critical pump error (open book image) was noted. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted on: pcba1, force sensor gold traces, and keypad flex connector gold traces. Isolate to electronic assembly. Unit also received with cracked case, pillowing keypad overlay, and scratched case. In summary, customer concern for cracked pump case is confirmed. Critical pump error (open book image) due to corroded electronic assemblies. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1885 was returned for analysis.